Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported while lifting the flap on a patient's left eye, the flap was noted to be thin. The flap was formed only from the epithelial area. Flap was measured with excimer online pachymetry and was detected that 50 micron area of the flap was lifted. Procedure was continued without flap lifting with surface ablation. No other problems were occurred and there was no damage to the patient.